Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported an event that there was a leftover volume at the end of infusion. This was reported to bd associate during their site visit. It was reported that there was no further information available, no devices available for investigation. There was patient involvement but no harm. While onsite, bd associates discussed with end users IV set up and optimizing flow rate accuracy. Although additional information send product return was requested, customer stated that " the complaints were examples given by staff of errors they have witnessed in the past - no serial numbers and\or further details were given." No additional information was provided to bd and no sample was returned.